Manufacturer narrative:
Section a4: patient weight: unknown; requested but not provided. Section h3 - other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the patient's left eye due to the patient being unhappy with vision. It was noted that the patient experienced blurry vision. The issue was identified during a post-operative examination. It was reported that the pre-operative visual acuity for both eyes (ou) was 20/70 and post-operative visual acuity was 20/30 ou. However, it was also noted that the patient's pre-operative and post-operative best corrected visual acuity in the left eye was 20/20. Another johnson and johnson iol was implanted as replacement (different model, dib00, different diopter, 22.5). No incision enlargement, sutures, or vitrectomy was required. There was no delay in procedure. The patient did not seek medical attention and no medication was prescribed (outside the standard of care). The device has been discarded. No further information was provided.this report is to capture the patient's left eye event. The patient's right eye event was captured in manufacturer report number 3012236936-2024-00091.